Manufacturer narrative:
The device was returned for analysis at manufacturer. The device was tested and the leak was not confirmed with a water test for the blood path. The fiber bundle was examined and there was evidence of dried blood on the device. The device was further cleaned with hydrogen perioxide which removed the dried blood. After more than a day exposed to peroxide-water, the fiber leak was confirmed. Devices are 100% tested during the manufacturing for this type of leak within a single fiber strand. It is inconclusive as to why the fiber leak was not detected during the manufacturing process.

Event description:
Oxygenator started leaking blood from the gas outlet port. This leak was noticed by the user one hour after starting ECMO therapy. The device was exchanged with another oxygenator. There was no patient effect.